Event description:
Rapid response called on other unit. Pt then transferred to (B)(6). Pt remained hypotensive and somnolent. IV magnesium hung per order. Order for 250ml ivf bolus received, other IV pump obtained and ivf bolus hung and programmed. Blood pressure did not respond to ivf bolus, pt remained somnolent. Md informed, ordered other bolus to infuse more rapidly hung and programmed. Pt monitored. Rapid response nurse noted IV pump reporting 150ml of bolus administered, but ivf bag had greater than 900ml remaining. Ivf drip noted by rapid response nurse and pcn to be much slower than expected. Drip calculated by pcn and confirms rate administered is not rate programmed and ordered. Alternate pump obtained and programmed. Rate again not matching. Pump reporting large volume infused, not matching visible ivf bag volume. Physician present. Safety stop called. Info based on this rn observation and report received from (B)(6) rn and rapid response nurse (B)(6). UDI - not recorded.